Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction:user's test strip had a poor storage(kitchen).

Event description:
The customer is calling because the results of hi, customer inquiries what this reading means, the customer instructed that hi is blood glucose test results value greater than 600 mg/dl. Customer feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-200mg/dl fasting. Verified the strips expire 1/18/2019. Customer confirms the strips have been stored in the kitchen and were first opened 2/27/2016. Reviewed meter memory: (B)(6). The customer is concerned about these two results hi on (B)(6) 2016 at 8:00 am and hi on (B)(6) 2016 at 4:16 pm.

Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or/and user's test strip had a poor storage(kitchen).

Event description:
The customer is calling because the results of hi, customer inquires what this reading means, the customer instructed that hi is blood glucose test results value greater than 600 mg/dl. Customer feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-200mg/dl fasting. Verified the strips expire 1/18/2019. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: hi (B)(6) 2016 08:00:00 am fasting: yes; 556 mg/dl (B)(6) 2016 05:17:00 pm fasting: yes; 424mg/dl (B)(6) 2016 04:00:00 pm fasting: yes; 325mg/dl (B)(6) 2016 06:26:00 am fasting: yes; hi (B)(6) 2016 04:16:00 pm fasting: yes. The customer is concerned about these two results hi on (B)(6) 2016 at 8:00 am and hi on (B)(6) 2016 at 4:16 pm.